Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3 and deflation.

Event description:
Patient´s representative reported "suffered pain, contracture, asymmetry (left implant ruptured/deflated), depression, anxiety, fear of bia-alcl, increased risk of bia-alcl chronic insomnia, significant weight gain, as well as undergoing an explant procedure, significant scarring, and capsulectomy. Patient's husband suffered loss of consortium". This record is for the left side. Device has been explanted.